Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), dysmenorrhoea ("painful menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), dysmenorrhoea ("painful menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-apr-2018: medical records received. Plaintiff demographics and essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. B09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and uterine cervical pain ("cervx area pain"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and uterine cervical pain had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, and hair growth abnormal outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Current weight 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug and concomitant disease were added. Updated suspect drug indication. Added events hormonal changes describe: hair growth, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, vaginal discharge, lower abdominal pain, lower back pain, cervx area pain. Added onset date of events, updated events and outcome. On (B)(6) 2017, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. B09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and uterine cervical pain ("cervx area pain"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and uterine cervical pain had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge and hair growth abnormal outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Current weight 198 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. B09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera(B)(6)2013 to(B)(6)2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On(B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"), 1 day after insertion of essure. In(B)(6)2013, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine cervical pain ("cervx area pain"), hirsutism ("hormonal changes describe: hair growth on face") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, uterine cervical pain and alopecia had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, hair growth abnormal and hirsutism outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, hirsutism, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 198 lbs. Patient received treatment for events ¿ pelvic pain , abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: extension of expected date of next report we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. B09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6)2013 to (B)(6)2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. On 1-nov-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine cervical pain ("cervx area pain"), hirsutism ("hormonal changes describe: hair growth on face") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, uterine cervical pain and alopecia had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, hair growth abnormal and hirsutism outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, hirsutism, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 198 lbs. Patient received treatment for events ¿ pelvic pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no: b09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera) on (B)(6) 2013 to on (B)(6) 2014, nsaids since on (B)(6) 2013 and paracetamol (acetaminophen) since on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine cervical pain ("cervx area pain") and hirsutism ("hormonal changes describe: hair growth on face"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain and uterine cervical pain had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, hair growth abnormal and hirsutism outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, hirsutism, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received: plaintiffs middle name was added. Event onset date were updated. Events: hirsutism and device monitoring procedure not performed were added. Concomitant drugs were added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. B09701) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included miscarriage. Previously administered products included for an unreported indication: depo-provera from 2003 to 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish / psychological or psychiatric problems condition: mental anguish"), vaginal discharge ("vaginal discharge") and hair growth abnormal ("hormonal changes describe: hair growth"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression / psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), uterine cervical pain ("cervx area pain"), hirsutism ("hormonal changes describe: hair growth on face") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, back pain, uterine cervical pain and alopecia had resolved and the menstrual disorder, dysmenorrhoea, dyspareunia, depression, anxiety, vaginal discharge, hair growth abnormal and hirsutism outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hair growth abnormal, hirsutism, menorrhagia, menstrual disorder, pelvic pain, uterine cervical pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: current weight 198 lbs. Patient received treatment for events ¿ pelvic pain , abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-new event hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.